Event description:
It is reported that the pt received an metasul head 28 l 12/14 on (B)(6) 2006 and underwent revision surgery on (B)(6) 2012 (reason not reported).

Manufacturer narrative:
The manufacturer did not received device or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be confirmed. Should additional info including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).